Manufacturer narrative:
Continuation of medical devices - information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 05-mar-2017, UDI#: (B)(4); product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 23-feb-2017, UDI#: (B)(4); product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 15-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in a patient for the endovascular treatment of a 70mm ruptured abdominal aortic aneurysm. The patient previously had an endurant ii stent graft system implanted approximately three months earlier and the endoanchors were implanted to treat neck dilation. In additional to the endoanchors, two 16x13x93 endurant ii stent graft limbs were also implanted. It was reported that a type iii endoleak of the left iliac limb at the overlap of the stent grafts was noted on a follow up ultrasound carried out on (B)(6) 2015. The endoleak resolved and the patient recovered without treatment. Per the investigator the cause of the event is not related to the procedure or device. No additional clinical sequelae were reported and the patient is fine. Medical history; tobacco (past), hypertension, hyperlipidemia, mi, pci, copd, renal disease.

Manufacturer narrative:
Updated fdc after completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The sponsor has assessed the event as possibly related to the procedure, not related to the endoanchors and possibly related to the aneurysm.